Event description:
The pump infuses for a while but never finishes.

Manufacturer narrative:
Device eval results: this incident was identified during an audit of the svc notification database, and has been added to the complaint tracking sys. As this incident was originally processed through the svc dept, the operations log is not available for review. B braun completed an eval of this pump per the procedure for pump returns. During this eval, the reported failure was reproduced, and it was determined that there was a problem with the main board. The main board was replaced and the pump was tested per the routine repair testing requirements. The pump met all final inspection criteria. This was determined to be an isolated event. The facility reported no pt injury related to this complaint. The pump was returned to the customer in (B)(4) 2009. Serial number history has shown that, as of (B)(4) 2011, this pump has not been involved in any further complaints of a similar nature.